Manufacturer narrative:
The technical analysis of the device according to manufacturer specification passed without deviation. Evaluation of the technical log file give no indication of a device malfunction. A more detailed investigation of the ventilation settings is ongoing. Results will be provided in a follow up-report.

Event description:
It was reported that when the user tried to change the ventilator mode from pc-ac to pc-hfo there was a noise and afterwards the user could not observe thoracic expansibility in patient¿s chest. After trying to switch back to pc-ac mode the user could not observe thoracic expansibility in patient¿s chest as well. According to user, they disconnected the patient from the ventilator, put the device in stand by and performed the device test which the device passed. After the test, they returned the patient to the ventilator and then perceived an improvement in lung expansion. Sometimes later, the patient evolved with cardiorespiratory arrest and was submitted to resuscitation. After resuscitation the x-ray showed an extensive pneumothorax on the left and the patient died sometime later. Dräger has not been informed about the exact moment and cause of death.

Manufacturer narrative:
The affected device was checked by dräger service and the log file was provided to the manufacturer for detailed analysis. A complete test of the device according to manufacturer specification detected no deviation and the device passed without fault. Based on the log entries it could be seen that on (B)(6) 2018 at 6:22 pm the ventilation mode was switched from pc-ac to pc-hfo. One minute later is was changed back to pc-ac and at 6:24 pm to pc-simv. At 6:25 pm it was changed again to pc-hfo. At 6:26 pm the device was switched to standby and a device check and breathing circuit check was performed. The breathing circuit check failed at 6:31 pm because the airway pressure reached a limit of 115 mbar. The device consequently opened the safety valve to ambient to release pressure. This is the specified reaction to a high pressure event during the device check. According to the IFU the test lung must only be inserted into the patient connector of the y-piece during the device check. It is likely that either there was an obstruction is in the breathing circuit or the breathing circuit was still connected. During the entire time of the event no device failure and no interruption in ventilation was logged. Based on the device and log file analyses there is no indication of a device malfunction.

Event description:
Please refer to the initial report.